Event description:
Hcp reports pump and catheter explanted and replaced after 66 months duration. The pump contained morphine sulfate (28mg) and clonidine (1400ug) and were delivered intrathecally at 5mg/day. Hcp reports that the pt had a "return of pain"; no other pt symptoms reported. Catheter dye study was performed which identified a catheter occlusion. The pt recovered without sequela. The catheter was returned to the MFR for analysis. Add'l info has been requested from the hcp, but was not available at the time of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is complete.